Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. Patient described an abscess on her chest where straps rubbed her skin incorrectly. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. Patient reported receiving numerous medical intervention and prescribed doxycycline, keflex, and a couple creams which she did not know the name of. Follow up indicated that the cream is helping with the skin irritation.